Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested and the following was received: the procedure was not convert to open for removing the device. The bleeding was very little and dr. Didn't care. The patient is stable.

Event description:
It was reported that during a robot-assisted radical cystectomy, the device jaws were unable to open after the device grasped the target tissue. The device was used on the blood vessels. The both side of blood vessel was cut off, and the device was released from the blood vessel forcibly. There was very little bleeding and no need to convert to open. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/4/2020 investigation summary the device was received with skiving of the heat shrink (shaft cover) material. All of the heat shrink material appeared to have been returned. In addition, the jaws was stuck closed with a dried tissue within. The device was open and the dried tissue was removed to test the device.the device was mechanically tested and no anomalies were noted. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). No issues were noted with opening and closing of the jaws once the dried tissue was removed.. It is possible that excessive body fluids influence the opening and closing of the jaws. The accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The IFU warns "prior to inserting or removing the device from the trocar, ensure that the device is in the straight, non-articulated position by confirming that the indicator arrow on the articulation wheel is aligned with the top of the instrument." The IFU also warns the user to discontinue use if black heat shrink covering is damaged.